Manufacturer narrative:
(B)(4). Lima corporate will keep monitored the market to promptly detect the possible recurrence of such events.

Event description:
Breakage of the smr l1 poly liner "in vivo" requiring a revision surgery. According to the info received, during the revision ((B)(6) 2014) the surgeon found that 3 parts of the poly peg of the liner were broken while the remaining 1 part was still in place. Because of the breakage, the liner was not coupled with the metal back anymore but it was "still in place" (in its original position, not dislocated). The surgeon replaced the l1 poly liner and the humeral head + adaptor taper. The incident occurred in (B)(6).

Manufacturer narrative:
The preliminary check of the work cycle and raw material certificate of the poly liner did not show any anomaly. This is the (B)(4) complaint received on this log # of liner ((B)(4)) on (B)(4) manufactured with this lot #. We have received the explanted liner and we are deeply analyzing it together with the other information available. We will submit a follow-up (final) MDR report after the complete investigation.

Event description:
Breakage of the smr l1 poly liner "in vivo" requiring a revision surgery. According to the info received, during the revision ((B)(6) 2014) the surgeon found that 3 parts of the poly peg of the liner were broken while the remaining 1 part was still in place. Because of the breakage, the liner was not coupled with the metal back anymore but it was dislocated. The surgeon replaced the l1 poly liner and the humeral head + adaptor taper. The incident occurred in (B)(6).